Event description:
On (B)(6) 2017, the manufacturer was notified that a memo 3d semirigid ring was attempted to be implanted without success on (B)(6) 2017. Medtronic tissue valve was used instead. Thirty min of extra x-clamp time was added to the procedure. Patient was discharged and is doing well. The surgeon stated that the patient annulus anatomy was not suitable for a valve repair.

Manufacturer narrative:
Corrected data: common device name.